Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen needle 32gx4mm 5b 28ct leaked. This occurred on 6 occasions. The following information was provided by the initial reporter: the customer expressed that the two boxes of pen needles, which were purchased from the pharmacy, leaked fluid at the connection between the injection pen and the needle during use. After pulling out the insulin needle, the injection site was red, swollen and bruised.